Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. The surgeon received a cut to the thumb. No stitches were required. A diagnostic test for bloodborne pathogens was performed, due to potential exposure to patient blood, but no treatment was required. The procedure was completed successfully. No adverse consequences were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.